Event description:
A cartridge change error was reported with the pump, and there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge and o-ring, clean the pneumatic tap area, and attempt to reload the cartridge following on-screen instructions. Despite these efforts, the customer was unable to successfully load the cartridge, prompting technical support to refer the issue to customer support for further troubleshooting.